Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Hm data showed high threshold and decreasing sensing in a and v. Recordings also showed noise on atrial and ff. Data to be presented to physician for next steps. Lead currently remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.